Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was confirmed during baxter's functionality testing, but was not reproduced during the evaluation. The device passed further testing however evaluation found a failing upstream sensor which was replaced. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to detect an upstream occlusion. There was no patient involvement.